Event description:
It was reported that the device was over heating, failed battery test and had network issue. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex a: a1205, a0401 annex b: b01 annex c: c20, c07 annex d: d15 annex g: g02017. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the device was overheating was not confirmed. The reported issue could not be replicated during laboratory testing. The report that the device failed battery test was confirmed through a review of the logs. The report that the device had network issues was confirmed through a review of the logs. The reported issue could not be replicated during laboratory testing. The suspect pcu was powered on in the ¿as received¿ condition, the pcu immediately alarmed for defective battery. The battery was properly attached to the pcu and left charging for the recommended 16 hours. After charging the battery, the pcu was powered on, and no issues or error codes were observed. A preventive maintenance task was performed on the suspect pcu, and the results show the suspect pump module passing all tests and that is working as expected. Battery conditioning test performed noted no errors observed which indicates the charging circuitry is operating as expected. After a complete discharge of the battery a thermocouple was attached to the battery to measure the temperature during its charge cycle. The device was found to be operating within specifications with no signs of overheating being observed. A network configuration was uploaded into the pcu. The device connected to the network with a stable connection and no errors were displayed. During bd servicing of the suspect pcu s/n 16343919, intermittent network connection was observed. The logic board was replaced by a known good logic board and retested. Testing show the pcu passing all network connections successfully. A review of the suspect pcu unit error log showed two (2) error code 600.6840.5 (cib_connect_failed) on (B)(6) 2024. A review of the battery logs shows that the pcu unit was last connected to ac power on (B)(6) 2024. On (B)(6) 2024 the pcu unit was connected to ac power and the battery was left charging until it reached its full charge. On (B)(6) 2025 a conditioning battery test was started on the pcu at 11:16 am and the pcu was disconnected from ac power at 2:53 pm cancelling the conditioning battery test. The event log review shows that after disconnecting the pcu unit from ac power during the conditioning battery test the pcu alarmed for battery very low and the pcu was powered off. The external and internal inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported under infusion. During inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. The bd alaris user manual v12.3.1 has information for the user regarding communication errors; a communication error message means the bd alaris system has lost wireless connection. Operation will continue on all channels, but wireless functionality won¿t be possible. All subsequent infusions must be programmed manually. Per the bd alaris user manual v12.3.1, leave the power cord connected to a hospital grade ac power source whenever available. When the battery has been out of use for one or more months, it will not have full capacity. Battery capacity may be restored by performing the battery conditioning test (fast or optimal conditioning) in maintenance mode. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was disassembled for this investigation. Please retorque all screws to specification. Please replace the female iui (left) as it was broken during inspection. Please replace the power switching supply as it was observed with flux residue. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings, physically abused components or any cost associated with any third-party parts found. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device was over heating, failed battery test and had network issue. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report that the device was overheating was not confirmed. The reported issue could not be replicated during laboratory testing. The report that the device failed battery test was confirmed through a review of the logs. The report that the device had network issues was confirmed through a review of the logs. The reported issue could not be replicated during laboratory testing. The suspect pcu was powered on in the ¿as received¿ condition, the pcu immediately alarmed for defective battery. The battery was properly attached to the pcu and left charging for the recommended 16 hours. After charging the battery, the pcu was powered on, and no issues or error codes were observed. A preventive maintenance task was performed on the suspect pcu, and the results show the suspect pump module passing all tests and that is working as expected. Battery conditioning test performed noted no errors observed which indicates the charging circuitry is operating as expected. After a complete discharge of the battery a thermocouple was attached to the battery to measure the temperature during its charge cycle. The device was found to be operating within specifications with no signs of overheating being observed. A network configuration was uploaded into the pcu. The device connected to the network with a stable connection and no errors were displayed. During bd servicing of the suspect pcu s/n (B)(6), intermittent network connection was observed. The logic board was replaced by a known good logic board and retested. Testing show the pcu passing all network connections successfully. A review of the suspect pcu unit error log showed two (2) error code 600.6840.5 (cib_connect_failed) on (B)(6) 2024. A review of the battery logs shows that the pcu unit was last connected to ac power on (B)(6) 2024. On (B)(6) 2024 the pcu unit was connected to ac power and the battery was left charging until it reached its full charge. On (B)(6) 2025 a conditioning battery test was started on the pcu at 11:16 am and the pcu was disconnected from ac power at 2:53 pm cancelling the conditioning battery test. The event log review shows that after disconnecting the pcu unit from ac power during the conditioning battery test the pcu alarmed for battery very low and the pcu was powered off. The external and internal inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported under infusion. During inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. The bd alaris user manual v12.3.1 has information for the user regarding communication errors; a communication error message means the bd alaris system has lost wireless connection. Operation will continue on all channels, but wireless functionality won¿t be possible. All subsequent infusions must be programmed manually. Per the bd alaris user manual v12.3.1, leave the power cord connected to a hospital grade ac power source whenever available. When the battery has been out of use for one or more months, it will not have full capacity. Battery capacity may be restored by performing the battery conditioning test (fast or optimal conditioning) in maintenance mode. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was disassembled for this investigation. Please retorque all screws to specification. Please replace the female iui (left) as it was broken during inspection. Please replace the power switching supply as it was observed with flux residue. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings, physically abused components or any cost associated with any third-party parts found. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device was over heating, failed battery test and had network issue. There was no patient involvement.